Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 4mm(h) (ilpc444u) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the abutment collar. The threaded region is fractured off. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18; torque matrix - internal connection. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the ilpc444u dating back to 12 months. The complaint history review revealed that there are no existing non- conformances/ CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the screw fractured off the low profile abutment. Doctor was able to remove the fracture portion and replace with another one without any harm. The reported event is confirmed following inspection of the returned device. A definitive root cause for this complaint could not be determined. Device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ilpc444u abutment screw fractured off in the abutment. The doctor was able to remove the fracture portions and replace with another abutment from stock.